Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had air in line error during infusion. There was patient involvement, and no patient harm or adverse event reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device had air in line error. The event log was reviewed. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the bubble in dso seal. The reported issue could not be duplicated, and the root cause was the air detector sensitivity setting is low, should be high.